Event description:
Additional information was provided which noted that the patient was brought to their clinic for additional troubleshooting. Overdrive pacing was performed, which produced shock impedance measurements of 141 to 151 ohms. The physician believed there was a calcium/substrate build-up on the patient's rv defibrillation coil. No additional adverse patient effects were reported. The device remains in service.

Event description:
Additional information was provided which noted that commanded shocks were performed due to the high shock impedance measurements. This revealed normal shock impedance measurements. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Attempts were made to obtain additional information; however, no information was available. At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms. There was no noise noted, and there were no changes to the threshold or sensing measurements. Troubleshooting and programming options were discussed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received which noted that the patient would continue to be monitored. During the patient's next scheduled follow-up visit, the physician planned to increase the shock impedance alert range. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which noted that this system was explanted to implant the patient with an s-implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.